Event description:
Hill-rom versacare bed siderails will go into lockout with no functions. A loose chip has been found in the siderail that when reseated seems to repair the functions. This issue has repeated itself many times and hill-rom has been notified.